Event description:
Half the tampon could not be pulled out and got stuck - vagina [foreign body in reproductive tract]. Uterus - pain like stretching [uterine pain]. Pain after inserting the tampon- vagina [vulvovaginal pain]. Discomfort- vagina [vulvovaginal discomfort]. Pain after inserting the tampon [complication of device insertion]. (Tampon) split in two while it was inside me... String almost detached [device breakage]. Felt stretching pains when removing the tampon [complication of device removal]. Tampon felt like it was not sitting well [device deployment issue]. Case narrative: consumer reported via email that the tampon split in two while inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half the tampon could not be pulled out and got stuck - vagina [foreign body in reproductive tract] uterus - pain like stretching [uterine pain] pain after inserting the tampon- vagina [vulvovaginal pain] discomfort- vagina [vulvovaginal discomfort] pain after inserting the tampon [complication of device insertion] (tampon) split in two while it was inside me. String almost detached [device breakage] felt stretching pains when removing the tampon [complication of device removal] tampon felt like it was not sitting well [device deployment issue] case narrative: consumer reported via email that the tampon split in two while inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Half the tampon could not be pulled out and got stuck: vagina [foreign body in reproductive tract]. Uterus: pain like stretching [uterine pain]. Pain after inserting the tampon- vagina [vulvovaginal pain] . Discomfort: vagina [vulvovaginal discomfort]. Pain after inserting the tampon [complication of device insertion]. (Tampon) split in two while it was inside me. String almost detached [device breakage] . Felt stretching pains when removing the tampon [complication of device removal] . Tampon felt like it was not sitting well [device deployment issue] . Case narrative: consumer reported via email that the tampon split in two while inside of her. No serious injury was reported.